Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that the cgm was reading 115 mg/dl; however, she felt suspicious about the value so checked her fingerstick bg (no symptom details provided). The bg value was 47 mg/dl, so she treated herself with fast acting carbs. There was no third-party medical intervention. At the time of contact, the patient was fully recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.